Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The previous MDR ((B)(4)) mistakenly used conclusion code 10: testing of actual/suspected device when conclusion code 3233: results pending completion of investigation should have been used instead. Conclusion code 10 is now appropriate for usage with the current MDR ((B)(4)) thanks to the updated information of the inv investigation.

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing and download test with nordic bluetooth device was performed and passed. A review of the share logs was performed and transmitter failed error was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.